Event description:
The patient contacted animas on (B)(6) 2012 reporting that the contrast button does not work at all and the ok button was intermittently unresponsive. The patient denied damage to the keypad and there were no signs of moisture in the pump. The patient reportedly wore the pump in a pocket and cleans it with air and a kleenex. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling or damage was observed. During testing, the up arrow, ok, and contrast keypad buttons were intermittently unresponsive; the down arrow responded appropriately. During investigation, evidence of contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.